Event description:
It was reported by service report that the right top rail was broken at the foot end and there were sharp edges. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.